Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 456 mg/dl. The customer felt symptoms of nausea and a stomach pain. The customer did not mention any form of treatment for their blood glucose levels. The customer was advised to change their reservoir set as soon as possible and use manual injections to treat their blood glucose. The customer turned off their meter and their inulin pump functioned as normal.